Manufacturer narrative:
Device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns was explanted due to infection. Upon follow-up the surgeon's office reported that there had been pitting and drainage at the generator site- there was a hole in the skin going down to the generator. The patient denied trauma/manipulation and they saw no evidence on the surface of the skin to suggest picking, the office said that at surgery there was no evidence of purulence at the site so no culture was take, but that the patient was put on antibiotics and the office assumed that the issue at the generator site was infection they didn't know what caused the infection/extrusion so far after the placement surgery. The device history records of the generator were reviewed. Sterilization of the generator prior to release for distribution was verified. No further relevant information has been received to date. Device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device.